Manufacturer narrative:
The customer called back and stated that they had just replaced the central processing unit (cpu) printed circuit board assembly (pcba) due to the speaker issues and requested information on how to re-enable software options for the device. The customer was then able to enable the software options successfully. Multiple good faith efforts (gfe) were attempted to obtain what testing was completed to ensure the device had returned to full functionality and confirmation of the device being returned to use. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a speaker alarm failure. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. During the checking of the device by a philips field service engineer (fse), it was found that the device gave an error code for a speaker alarm failure. The customer biomedical engineer (bme) stated that they would repair the device. The customer contacted a remote service engineer (rse) for the speaker assembly part information.